Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung resection in a laparoscopic lobectomy procedure, the device had incomplete staple line distally. The staple line was fixed by oversewing.